Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips healthcare to report that the device displayed an error message (password access). There was no reported patient involvement.